Event description:
Responded to a 911 call as we are ems for our district. The patient was in bradycardia with hypotension. When preparing to pace the patient, we found that our unopened packages of ambu, bluesensor electrodes were completely dries out and unusable. Without electrodes we are not able to pace. Fortunately the crew was able to find a package that was not dried out. These electrodes are not set to expire until next year. The packaging was intact and unopened. Lot #'s - 1000370854 and 1000421953. FDA safety report ID # (B)(4).